Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the device went into standby mode on its on. According to the complaint description, the event occurred during ventilation, resulting in patient harm ("brady down") . However, no further details were provided. The ventilator was exchanged. Moreover, the manufacturer was informed that the user reported this event to local authorities, although no reference number was provided. Further inquiries have been sent to the customer to obtain additional details about the event. Currently, the event is under thorough investigation to verify the reported allegations. It is important to note that activating the standby mode on a hamilton ventilator requires a two-step human intervention process. Pressing the "standby" hardkey and secondly press "activate standby" within 30 seconds.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: complaint investigation. It is important to note that the exact time of the claimed event was not provided by the end customer. The date of the event is (B)(6) 2025 device gets turned on at 2025-04-11 03:35 system time and will be turned off 3 days later at 2025-04-14 9:28. During this timeframe there were 5 standby events logged: 2025-04-11 18:50:05 (duration: 1 min 3s). 2025-04-12 10:55:06 (duration: 4 min 11s). 2025-04-14 07:22:34 (duration: 0 min 7s). 2025-04-14 08:11:54 (duration: 3 min 22s). 2025-04-14 08:17:21 (duration: 0 min 30s). Ventilation gets started at 2025-04-11 03:51:14 in (p)cmv mode but will be shortly changed to (s)cmv mode ( initially 30b/min, vt 300ml, peep 12cmh2o, o2 100%). The remainder of the ventilation will be in (s)cmv mode. One attempt at spont is made but after one minute it will be changed back to (s)cmv. On 2025-04-14 there are 3 standby events that can be considered, appearing in a relatively short timeframe (1 hr). The first one (07:22:34) is likely not the claimed incident, due to its short duration (7s). There were no logged user interactions directly beforehand. The second one (08:11:54) is likely the claimed incident, the duration is 3 min 22s. It is not preceded by logged user interactions or alarms. According to the selected ventilation mode and parameters, the patient still appears to have a high level of dependency on mechanical ventilation at this time ( (s)cmv 30b/min, vt 300ml, peep 12cmh2o, o2 100%). The third standby event that day (08:17:21) is just two minutes after the continuation of the previous standby and is again of short duration (30s). It is preceded by various alarms (disconnection on patient side, loss of peep, etc.). Ventilation is stopped at 09:28:26, the device is turned off shortly thereafter. It will be put back into use 3 days later. It is important to mention that switching from a ventilation mode to standby requires the user to perform two separate actions: pressing the "standby" hardkey and secondly press "activate standby" within 30 seconds. It can be excluded that the hamilton-g5 put itself into standby without human intervention. A use error is the most probable root cause.

Event description:
The following was reported to hamilton medical ag: the device went into standby mode on its on. According to the complaint description, the event occurred during ventilation, resulting in patient harm ("brady down") . However, no further details were provided. The ventilator was exchanged. The manufacturer was informed that the user did not reported this event to the local authorities.